Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. This patient incident was reported twice using the following MDR numbers: (B)(6): 2027009-2021-00024; (B)(6): 2027009-2021-00025. However, the manufacturing site number "2027009" stated in these mdrs was wrong. The correct manufacturing site number is "9610617". Therefore, the number has been changed in this medwatch and this report had to be submitted as "initial". The patient incident will be proceeded under MDR 9610617-2021-00024. This MDR 9610617-2021-00025 won´t be proceeded, any information can be found with reference number: 9610617-2021-00024.

Event description:
This patient incident was reported twice using the following MDR numbers: (B)(6): 2027009-2021-00024; (B)(6): 2027009-2021-00025. However, the manufacturing site number "2027009" stated in these mdrs was wrong. The correct manufacturing site number is "9610617". Therefore, the number has been changed in this medwatch and this report had to be submitted as "initial". The patient incident will be proceeded under MDR 9610617-2021-00024. This MDR 9610617-2021-00025 won´t be proceeded, any information can be found with reference number: 9610617-2021-00024.